Event description:
(B)(4). I was completely healthy before essure; no medical problems. I have experienced the following since essure was placed 4 years ago: bleeding spotting after sex; cramping; chronic pelvic pain; sharp stabbing pains in abdomen/back area; ovarian cysts; discharge (odorless); menorrhagia; painful ovulation; bloating; frequent urination; uti; breast pain/tenderness; ibs symptoms; bowel issues; headaches; vision problems (blurry); dizziness; ringing in the ears; brain fog; memory issues; chronic fatigue; sleep apnea symptoms; acne with cysts and boils; hair changes; insomnia; weight issues (can't lose even with eating and exercising); dry skin. In order to rid these issues, it will require a hysterectomy to remove this poison!